Event description:
It was observed that a pt has red welt like mark where the xacttrace belts were on his back only. Pt went to emergency.

Manufacturer narrative:
In compliance with our quality management system requested the client to send back the xactrabelt for evaluation. Functional and temperature tests were performed and all results indicate that the device is working within the specifications - refer to the enclosed tests report. Preliminary review of the event details revealed that pt was not wearing a shirt while using the xactrabelt. The product labeling (attached herewith) clearly instructs that the exactrabelt is intended to be worn over the nightclothes. Based on the evaluation resulted and the event information we concluded that this incident was caused by the user not following the manufacturer's instructions. The client is now informed and advised to ensure that product labeling instructions are followed.